Manufacturer narrative:
(B)(4). (B)(6). The lot was manufactured between april 20, 2017 ¿ april 21, 2017. The actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was inspected and evidence of fluid inside the overpouch which contained the device indicated that a leak had occurred. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor was leaking from the distal end of the tubing. This event was identified before use. The location of the leak on the device was further described as coming from the white distal plastic bit. The device was filled with unspecified cytotoxic solution. There was no patient involvement. No additional information is available.